Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure there was a very slow fluid loss (no alarm sounded) with 3 minutes left in the ablation. Upon examination, the physician noticed a small amount of fluid in the vagina and the unit was placed into cooling mode, as fluid was observed leaking from the cervix. A second tenaculum was applied to the cervix and then ablation resumed again for 3 more minutes. Although no burns were noted, silvadene cream was applied as a precaution. The procedure was completed with this device and the pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed. (B)(4).